Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient got a right hip revision due to ¿squeaking¿ complaints. Patient complaint of grinding, popping feeling and audible squeak and grinding. Patient also experiencing pain. Cup and liner were well fixated. Head easily removed from trunnion. No marked striping on ceramic liner or outer head - but brown discolouration inside head. Head loose on trunnion. Rust marks on cup rim. Femoral stem unremarkable, fixated and retained.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an abg ii stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated that," the event cannot be confirmed. The only information to identify the revision surgery was from the pi report itself. Root cause: one would need medical records, operative notes and pre and postoperative x-rays to further assess the claim. Obtaining the revised implants may provide additional information. There does appear to be a discrepancy in the report on the size of the head and the ID of the ceramic liner. Note squeaking has been reported in alumina-alumina bearings device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to squeaking. Patient complaint of grinding, popping feeling and audible squeak and grinding. Patient also experiencing pain. Head loose on trunnion. Rust marks on cup rim. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Patient got a right hip revision due to ¿squeaking¿ complaints. Patient complaint of grinding, popping feeling and audible squeak and grinding. Patient also experiencing pain. Cup and liner were well fixated. Head easily removed from trunnion. No marked striping on ceramic liner or outer head - but brown discolouration inside head. Head loose on trunnion. Rust marks on cup rim. Femoral stem unremarkable, fixated and retained.